Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependant upon the severity of the individual allergic response and subsequent exposure of the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that after having a root canal filled with ah plus, a pt experienced an allergic reaction. The symptoms reported were rash on the body, swollen throat, hard to swallow. The pt was treated with betapred arierius and has not yet fully recovered.